Event description:
This unsolicited device case from united states was received on 04/16/2015 from other healthcare professional. This case involves a male patient (age: not provided) who developed acute inflammatory response in his left knee/less inflammation in his right knee after receiving treatment with synvisc one. No past drugs, medical history, concomitant medications or concurrent conditions were reported. On an unk date in (B)(6) 2015, the patient initiated treatment with synvisc injection (indications, dose, frequency, route, batch/lot number and expiry date: not provided). The reporter stated that this was the patient's fifth series of synvisc-one bilateral injections and that one of the injection series may have been "synvisc three" but the patient wasn't sure. The reporter stated that on an unk date in (B)(6) 2015, the "left knee needed aspiration prior to the injection and following the injection the next morning, the patient experienced an acute inflammatory response in his left knee and less inflammation in his right knee". Further reported, the patient had "trouble walking on it". It was reported that the physician's assistant gave the patient methylprednisolone (medrol dosepak) and after 5-6 days the patient was feeling better and the inflammation gradually went down. Action taken: no action taken. Outcome: recovering/resolving/ a pharmaceutical technical complaint (ptc) was initiated and results were pending for the ame.